Event description:
It was reported that when using the bd pyxis¿ es server, multiple patients were auto discharged when their status approached 160 days. Customer stated that this behavior was new and had not occurred previously. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Additional information: section h imdrf annex codes. Upon investigation of the actual device used in this incident, it was determined that patients were being automatically discharged. A technical support specialist (tss) checked the unit and found it had been set to auto discharged after 120 days then guided the customer in adjusting the auto discharge duration for the affected unit. The issue was resolved. The system functioned as intended after technical support specialist assisted the customer in resolving the issue.

Manufacturer narrative:
D4 & h4: serial number, unique device identifier and manufacturer date not available. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that when using the bd pyxis¿ es server, multiple patients were auto discharged when their status approached 160 days. Customer stated that this behavior was new and had not occurred previously. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.